Manufacturer narrative:
Phone number continued: (B)(6). Email address continued: (B)(6). Zip code continued: 02013004. Health effect - impact code continued: f2201 - biopsy the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade ii-iii, inflammation/irritation.

Event description:
Healthcare professional reported left side "pain, presence of capsule grade ii-iii, peri prothesis liquid, and the set of findings is compatible with inflammatory/reactive process." Device has been explanted and replaced.